Event description:
It was reported that a user of the ilet experienced hyperglycemia, with a documented blood glucose value of 266 mg/dl, and the cause was unclear; the user reported no symptoms and there were sensor issues noted, with troubleshooting and education completed. Symptoms included no reported clinical effects. Outcomes included no reported functional impact beyond elevated glucose. Investigation included a review of use and education with troubleshooting. Investigation of this case revealed no definitive device malfunction identified and no component failure confirmed, with the event attributed to hyperglycemia of unclear origin. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.